Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The device remains implanted. No adverse patient effects were reported. New information received indicates that the serial number originally reported was incorrect. It was originally reported against an l331-772129 but the correct device is l331-772159. This device has since been explanted. At this time the device has not been returned. Once the device is returned, a supplemental report will be submitted.

Manufacturer narrative:
This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.